Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error on the insulin pump. Caller mentioned that the alarm occurred while her son was sleeping. Caller stated that the pump was not dropped or bumped recently. Caller was advised that the pump would need to be replaced.